Event description:
It was reported that during a gastric bypass procedure, the instrument had no power. After troubleshooting, the blade tip fell off the instrument. The blade was retrieved. There were no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.